Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient's lv lead was a non-boston scientific product. Boston scientific technical services (ts) discussed different reprogramming options the physician could use. This crt-d system remains in service. No adverse patient effects were reported.